Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing. A device, with this fault, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 with a successful self test carried out. It is assumed the status indicator was flashing normally at installation and that the fault developed over time. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.